Event description:
A hospital alleged the 3m¿ ranger¿ high flow warming set (model 24355) leaked during use. No patient or staff injury was alleged. No medical interventions were required.

Manufacturer narrative:
Patient specifics are unknown. Lot number and expiration date are not available. Manufacture date is not available without a lot number. Product has not been returned to 3m¿ for analysis. 3m¿ is unable to verify the leak, identify exact location and root cause without the sample. 3m¿ will continue to monitor.